Event description:
The packaging on the product was not selected on one spot. During preparation of product for a procedure, when the catheter was removed from the box, the physician noticed that the sterile package was sealed except for one spot. The outer box was in perfect condition. The envoy catheter pouch was within the box and typically, the catheter pouch is removed from the box and hung. However, the product was not clinically used.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.